Event description:
It was reported that the patient¿s continuous glucose sensor would not pair with the ilet due to a sensor type mismatch, and the patient subsequently recognized they were using the wrong sensor type after reading the on-screen information. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no alarms. Investigation included troubleshooting and user education offered for correcting the sensor type selection. Investigation of this case revealed user setup error causing a pairing failure, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that user error during configuration was the cause.